Event description:
The pt reported on (B)(6) 2013 she went to bed with her blood glucose reading of 137 mg/dl. On (B)(6), her bg measured 389 mg/dl (fasting); 192 mg/dl at 11:30 am and she gave 2 boluses using the pdm bolus calculator (exact amount not provided). She stated that she had about 8 units of insulin on board and she decided to go to the emergency room. Upon arrival, her bg measured 550 mg/dl with the hospital meter. She was then admitted to the intensive care unit where they placed her on an intravenous insulin drip and fluids.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.